Manufacturer narrative:
Postsurgical complications are rather common occurrences. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information the patient received one ankylos c/x b8/d4.5/l8 dental implant in position 18 (fdi # 37) on (B)(6) 2021. The implant was subsequently removed (B)(6) 2021. According to the information in the complaint the patient experienced acute osteitis and infection 10 days after surgery. The dentist also reports very hard apical bone and reduced primary stability. The dentist used biooss and biogide during the surgery.

Manufacturer narrative:
Implant loss usually is not product related but a matter of patient's condition, hygiene, habits, etc. And/or operational context, such as e.g. Inadequate planning, prosthetic overload, etc. Optical investigation of the implant is inconspicuous. Overall no hint which suggests the implant to be faulty. From trending figures the frequency of implant losses from dsi portfolio is known in the low range of what is indicated as per published literature (0 - 4 %).